Event description:
The patient was undergoing an embolism procedure in the internal carotid artery (ica) using a penumbra coil 400. During the procedure, the physician was attempting to deploy the fifth coil in the distal part of the aneurysm; however, its size did not fit. The physician then retrieved the coil and deployed two other coils of a different size. The physician planned to deploy the retrieved coil into the proximal part of the aneurism. During this attempt, the physician advanced and retracted the coil several times in the px slim delivery microcatheter when the coil unintentionally detached. The coil was retrieved with a gooseneck snare and the physician deployed another coil of another size to complete the procedure. There was no issue with the patient's condition. Physician's comment: I felt resistance slightly during pulling back and detaching the coil. I did not pull it back forcefully.

Manufacturer narrative:
Conclusions: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was disposed of by the hospital.